Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that approximately 7 months post xience v stent implantation in a saphenous vein graft to the obtuse marginal artery, the patient underwent a markedly abnormal stress test and elective heart catheterization that revealed silent ischemia and in-stent stenosis. The stenosed stent was treated with stent implantation. Reportedly, the patient had been non-compliant with taking plavix and aspirin. No additional information was provided.